Manufacturer narrative:
No customer returns were available. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Complaint searches determined that there is normal complaint activity for the likely cause lot. A retained file reagent of the complaint lot 03231be00 was tested in a sensitivity setup. Results of this setup did not implicate that the performance of the lot is negatively impacted. Two sensitivity panels (core only panel and ns3 only panel) and the positive control were tested. Panels are internal measurement standards used to test product performance prior to lot release. The sensitivity panel and positive control values met specifications and the results were in the typical range and no false non-reactive results were obtained. In addition, the clinical sensitivity was evaluated by testing two commercially available seroconversion panels (zeptometrix hcv seroconversion panels hcv 9047 and hcv 9045). The seroconversion panel results were compared to architect anti-hcv test results provided by zeptometrix. The complaint lot 03231be00 detected the same bleeds as reactive with comparable s/co values for the seroconversion panels. Based on these data it was shown that the sensitivity performance is not adversely affected. Labeling was reviewed and found to be adequate. Manufacturing documentation was reviewed and no contributing factors to the complaint could be identified. Based on the available information, no product deficiency was identified.

Event description:
The customer stated that nonreactive architect anti-hcv results of 0.13 and 0.09 s/co were generated for a patient sample that was also tested by elisa vector-best (positive result 2.96 s/co), elisa hcv spectrum (positive result for core), ns proteins (negative). The customer reported the positive elisa results and recommended pcr hcv rna testing for the patient. No adverse impact to patient management was reported. The customer provided information regarding an additional patient. Elisa vector-best positive result was obtained with 1.04 s/co, elisa hcv spectrum showed positive result for core 2.63 s/co , ns proteins negative. Sample was tested with architect anti-hcv reagent and a nonreactive result was obtained. Retesting of the sample using the vector system generated a negative result. No adverse impact to patient management was reported.